Event description:
It was reported that during a retrospective review of device data, it was identified that one implantable cardioverter defibrillator (ICD) device exhibited episodes of inappropriate shocks due to the heart rate being too high for the rhythm ID algorithm. No other information was provided. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.